Manufacturer narrative:
(B)(4). Date sent: 3/28/2024 d4: batch # 681c14 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with an gst60d reload loaded on the device. The reload was received partially fired 1/16. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 681c14, and no non-conformances were identified.

Event description:
It was reported that during a unk procedure on the lung parenchyma, the firing stopped on the way of 1st firing. The target tissue was not that thick. Knife reverse switch was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.